Event description:
Information received with return of the explanted device notes that during a follow-up, diagnostic data was not being stored. Information noted "patient recovers from reintervention".